Event description:
It was reported that following a standalone left eye (os) trabecular microbypass stent system procedure on a patient with a pre-existing filtering bleb, the patient presented approximately nine (9) weeks postoperatively with increased intraocular pressure (iop). Per report, the patient was not on topical therapy and has resumed eye drop medication to stabilize the pressure. The report noted that the patient expressed concern about the elevated intraocular pressure, and the surgeon is seeking counsel on managing expectations and was offered a medical expert consultation, however a response was not received. Additional information has been requested.

Manufacturer narrative:
Additional information: the device remains implanted in the patient; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling and associated risk documents was completed. Iop increase is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. Iop increase is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).